Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery- diagonal bifurcation. A guidezilla ii guide extension catheter and two guidewires were placed in the lesion. A 2.50mm x 12mm nc emerge balloon catheter and a 3.0x8 balloon catheter were used for dilation in the lesion using the crush technique. However, the two balloons would not fit through the guidezilla ii guide extension catheter. Upon attempted removal of the 2.50mm x 12mm nc emerge balloon catheter, the shaft broke at the transition from the stiff to the more flexible portion of the bi-segment catheter. Both segments of the device were easily retrieved and proceeded by removing the guidezilla ii guide extension catheter. With the 3.0 x 8 balloon catheter still in the lad, a threader balloon was attempted to be advanced into the diagonal branch, but the shaft kinked while advancing through a non bsc touey. The procedure was completed with a different devices. No patient complications were reported and the patient's status was stable.